Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. Based on the information provided, a definitive cause for the reported stent fracture and vessel perforation resulting in medical intervention could not be determined. It may be possible that when post-dilatation was performed, the stent was over-expanded causing stent fracture and vessel perforation; however, this could not be confirmed. The additional medical intervention was related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with tibial access on the right leg. There was moderate calcification and no tortuosity noted. Laser atherectomy was performed and a non-abbott stent was deployed proximally with no issues noted. The 10x100 mm absolute pro vascular self expanding stent (ses) was then deployed distally with no issues noted. Post-dilatation was performed with a 6.0x40 mm unspecified balloon. During post-dilatation, a perforation in the mid portion of the absolute pro vascular ses was discovered and intravascular ultrasound (ivus) confirmed a stent fracture in the same location as the perforation. Access was gained via right common antegrade fashion with an 8fr sheath placed and a non-abbott covered stent was used to treat the perforation and stent fracture. There were no adverse patient sequela. No additional information was provided.